Event description:
The lay user contacted lifescan (lfs) in 2005 and alleged that her meter was reading inaccurately high. The medical affairs specialist attempted to reach the pt to obtain more clinical info. A letter will be sent as a second attempt to reach the pt. The user tested on her meter at approximately 2 or 3 pm the previous day. She obtained a result of 400 mg/dl. She reported feeling dizzy and tired at the time of testing. She was taken to hosp and they tested her blood glucose; the result was 789 mg/dl. The time difference given was 10 minutes. She was given insulin. The user stated that she does not blame the meter. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and for cleaning the puncture site were correct. The pt did not have any control solution to test. A replacement meter has been sent.